Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had cosmetic damage. Customer¿s blood glucose level was 175 mg/dl at the time of incident. Customer state that burry purple spot on display. The insulin pump will be returned be for analysis.

Manufacturer narrative:
Insulin pump received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage.